Manufacturer narrative:
(B)(4).

Event description:
School nurse contacted dexcom technical support on (B)(6) 2015 to report that a patient experienced painful insertion of a sensor on (B)(6) 2015. The school nurse advised the patient to remove the sensor and insert another one later on at home. At the time of contact, the school nurse did not report any injury or further medical intervention.